Event description:
The hcp reported that the patient was experiencing "oversedation despite continuing pump at same dosage and concentration regimen". The patient was hospitalized for management in the intensive care unit and dosage of dilaudid being delivered was decreased. 'Unknown etiology -? Disconnect between pump and catheter prior to implant date 02/15/2005 and decrease in opiod tolerance. The patient recovered without sequelae.